Event description:
It was reported that following placement of a left ventricular assist device (lvad), this electrode exhibited noise and oversensing that resulted in delivery of inappropriate shock therapy. The noise was not felt to be consistent with noise from the lvad. An x-ray was performed and noted the patient also had sternal wires. The physician felt that the noise was a result of the electrode moving closer to the sternal wires. The noise was able to be reproduced in alternate configuration with patient isometrics. The smartpass feature was noted to be disabled and was unable to be re-enabled. Review of stored device memory noted that the events with noise and oversensing began after the smartpass feature disabled. The shock therapy zone was increased to 250 beats per minute (bpm) and the patient was discharged. Additional information was received that inappropriate shock therapy was again delivered 6 days later. Tachycardia therapy was programmed off and the patient was given a lifevest. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.